Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy bleeding/ excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, cystoscopy and bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy bleeding/ excessive bleeding") in a female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2, delivery in 2003, delivery on (B)(6) 2012, abdominal pain in 2011, back pain in 2011, cold symptoms in 2011, ear disorder in 2011, multigravida on (B)(6) 2012, parity 2, abortion, cesarean section, electrocardiogram on (B)(6) 2012, congestive heart failure on (B)(6) 2012, cardiomyopathy on (B)(6) 2012, pneumonitis on (B)(6) 2012, anemia of pregnancy in 2011, migraine in 2011, blood in stool on (B)(6) 2013, blood in urine on (B)(6) 2013, chest pain, shortness of breath, coughing, vomiting blood, heart racing, heartbeats skipped, nausea, vomiting, vaginal discharge, termination of pregnancy in 2012, spotting vaginal on (B)(6) 2013, yeast infection on (B)(6) 2013, vulvovaginal candidiasis, vaginal discharge on (B)(6) 2013, rash, photophobia, dyshidrotic eczema, cough on (B)(6) 2014, aura on (B)(6) 2014, blurry vision on (B)(6) 2014, nasal stuffiness on (B)(6) 2015, endometrial thickening on (B)(6) 2015, vaginal bleeding on (B)(6) 2015 and pelvic discomfort. Previously administered products included for birth control: mirena in 2012 and tri levlen in 2009; for an unreported indication: aleve on (B)(6) 2014. Concurrent conditions included non-smoker since (B)(6) 2012. Concomitant products included carvedilol since 2012, famotidine since 2012, furosemide, lisinopril since 2012, potassium chloride since 2012, propranolol, riboflavin, rizatriptan, topiramate and vicodin (norco) since 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fungal infection ("yeast infection"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2015, 1 year 5 months after insertion of essure, the patient experienced abdominal pain lower ("pain/lower abdominal pain (constant severe)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tendonitis ("achilles tendon"), plantar fasciitis ("plantar fascitis"), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") and nausea ("nausea"). The patient was treated with medroxyprogesterone acetate (provera), galenic /paracetamol/codeine/ (acetaminophen w/codeine) and surgery (laparoscopic assisted vaginal hysterectomy, cystoscopy and bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fungal infection, headache, dyspareunia, abdominal pain lower, vaginal discharge, fatigue and weight increased outcome was unknown and the abdominal pain and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, plantar fasciitis, tendonitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right:3 coils and left: 4 coils. Diagnostic results: on (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 24-jan-2018: plaintiff fact sheet and medical records received: new reporter, other relevant history, concomitant drugs and events such as abnormal bleeding (vaginal), menorrhagia, yeast infection, migraines, headaches, dyspareunia (painful sexual intercourse), pain/lower abdominal pain (constant severe), vaginal discharge, fatigue, weight gain, hair loss, achilles tendon. Plantar fasciitis, infection (bladder), infection urinary tract, infection vaginal, nausea, weight gain and hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy bleeding/ excessive bleeding") in a female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, delivery in 2003, delivery on (B)(6) 2012, abdominal pain in 2011, back pain in 2011, cold symptoms in 2011, ear disorder in 2011, multigravida on (B)(6) 2012, parity 2, abortion, multiple cesarean sections, electrocardiogram on (B)(6) 2012, congestive heart failure on (B)(6) 2012, cardiomyopathy on (B)(6) 2012, pneumonitis on (B)(6) 2012, anemia of pregnancy in 2011, migraine in 2011, blood in stool on (B)(6) 2013, blood in urine on (B)(6) 2013, chest pain, shortness of breath, coughing, vomiting blood, heart racing, heartbeats skipped, nausea, vomiting, vaginal discharge, termination of pregnancy in 2012, spotting vaginal on (B)(6) 2013, yeast infection on (B)(6) 2013, vulvovaginal candidiasis, vaginal discharge on (B)(6) 2013, rash, photophobia, dyshidrotic eczema, cough on (B)(6) 2014, aura on (B)(6) 2014, blurry vision on (B)(6) 2014, nasal stuffiness on (B)(6) 2015, endometrial thickening on (B)(6) 2015, vaginal bleeding on (B)(6) 2015 and pelvic discomfort. Previously administered products included for birth control: mirena in 2012 and tri levlen in 2009; for an unreported indication: aleve on (B)(6) 2014. Concurrent conditions included non-smoker since (B)(6) 2012. Concomitant products included carvedilol since 2012, famotidine since 2012, furosemide, lisinopril since 2012, potassium chloride since 2012, propranolol, riboflavin, rizatriptan, topiramate and vicodin (norco) since 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fungal infection ("yeast infection"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2015, 1 year 5 months after insertion of essure, the patient experienced abdominal pain lower ("pain/lower abdominal pain (constant severe)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tendonitis ("achilles tendon"), plantar fasciitis ("plantar fascitis"), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") and nausea ("nausea"). The patient was treated with medroxyprogesterone acetate (provera), galenic /paracetamol/codeine/ (acetaminophen w/codeine) and surgery (laparoscopic assisted vaginal hysterectomy, cystoscopy and bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fungal infection, headache, dyspareunia, abdominal pain lower, vaginal discharge, fatigue and weight increased outcome was unknown and the abdominal pain and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, plantar fasciitis, tendonitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right:3 coils and left: 4 coils. Diagnostic results: on (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2018: quality-safety evaluation of ptc. Entry of FDA codes, addition of ptc global number reference, addition of batch information (exp and manufacture dates). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.